Event description:
It has been reported to co that during the procedure, this device failed to sense. The device was removed and replaced. The pt is reported as fine. The device is not being returned for eval as it has been discarded by the hosp.